Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. This complaint will be monitored as part of complaint data analysis.

Event description:
It was reported the device was not able to display images on the screen. The pim and catheter were disconnected and the ivus system was turned off and on again, but the problem remained. The procedure was completed using another device of same make and model. The device was returned and investigated according to the manufacturer's policy. The returned device was visually and microscopically inspected, and functional testing were performed. An insufficient quantity of adhesive was observed at the distal fillet. Peeling adhesive was observed at the seam seal and a piece of adhesive at the proximal fillet appeared to be missing. Sanguineous material located at approximately 69mm to 71mm was observed. The device passed various functional testing. However, a "catheter fault detected" error message was observed 10 minutes and 42 seconds into a saline soak test. Electrical shortages were observed on the yellow (v+) and brown (clk) connections during a wire bond re-test. Dye was unable to be injected passed the sanguineous material located at 71mm from the distal tip. A guidewire movement test was conducted and the device experience resistance at 71mm from the distal tip. The complaint was confirmed by the investigation. The probable cause of the observed failure is electrical shortages at the yellow (v+) and brown (clk) connections due to fluid ingress secondary to inadequate adhesive strain, impact, and forces associated with use can affect the integrity of the device. However, it was not possible to determine when and how the failure occurred. No patient injury was reported.